Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 the pump alarmed insulin flow blocked alert, change sensor alert and lost sensor alarm. Complained the serial number label is missing. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2022 00:22:10.000 in pump downloaded history. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. No change sensor alert or lost sensor alarm noted. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, missing display window cover and serial number label missing. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarms noted during testing and confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2022 00:22:10.000 in pump downloaded history. No change sensor alert or lost sensor alarm noted during test. Confirmed serial number label missing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had insulin flow block alarm. The customer reported a past event where the customer did not change out anything and just rewind and primed the insulin pump. Customer also reported loss off communication between pump and transmitter. Customer received lost sensor signal. Customer also reported labeling anomaly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version 5.2a,retainer ring=black, customer complained on (B)(6) 2022 the insulin pump alarmed insulin flow blocked alert, change sensor alert and lost sensor alarm. Complained the serial number label is missing. Unit passed the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed insulin pump alarmed insulin flow blocked alarm on august 15, 2022 00:22:10.000 in insulin pump downloaded history. The insulin pump was connected to a test transmitter, sensor and monitored without any connection interruptions. No change sensor alert or lost sensor alarm noted. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, missing display window cover and serial number label missing. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarms noted during testing and confirmed insulin pump alarmed insulin flow blocked alarm on august 15, 2022 00:22:10.000 in insulin pump downloaded history. No change sensor alert or lost sensor alarm noted during test. Confirmed serial number label missing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.

Event description:
Customer stated that there was loss of communication between insulin pump and transmitter. The insulin pump was returned for the analysis.